Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her cannula was bent and she was hospitalized for high blood glucose. She felt nausea and her blood glucose at the time of her ER visit exceeded 600 mg/dl. The customer was treated with an insulin IV. Troubleshooting was initiated to inspect the pump and no apparent anomalies were found. However, the customer mentioned soreness at her site; the cannula was bent so the customer changed her infusion set. The pump and infusion set appeared to be working. The insulin pump was not returned or replaced.